Event description:
It was reported that (2) devices were used during a total abdominal hysterectomy procedure. The reloadable vascular linear stapler misfired during use. There was no consequence to pt.